Event description:
It was reported that a pegasus bl 22gax0.75in prn-cap y non-pvc leaked during use. The following was reported by the initial reporter: "during puncture, blood leakage was found at the junction of the catheter tube and the hub"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-20 h6: investigation summary a device history review was conducted for lot number 9346284. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Analysis of the returned device was able to identify damage on the catheter tubing near to the adapter body. Bisection of the adapter body was revealed that the damage occur specifically at the metal wedge used to secure the tubing to the adapter body. A review of the manufacturing process identified a potential location that this damage can be sustained if machining components are damaged. This automated assembly station has an automated detect and replacement of the identified component and is unlikely repeat the observed defect during the course of production. See h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pegasus bl 22gax0.75in prn-cap y non-pvc leaked during use. The following was reported by the initial reporter: "during puncture, blood leakage was found at the junction of the catheter tube and the hub".